Manufacturer narrative:
Updated section h6 type of investigation code to reflect testing of returned patient sample. Update: product investigation re-opened for return of patient sample and completed on 11 may 2023. A patient sample was received from the customer and tested with a retained kit of alinity I stat high sensitive troponin-I reagent lot 49083ud00 in place of the complained reagent lots due to their expiration dates. The previously reported alinity I stat high sensitive troponin-I patient results, which ranged from 204 ¿ 275 ng/l, were not replicated during testing. Testing of the patient sample generated a result of 51.8 pg/ml (51.8 ng/l). Furthermore, a 1:10 diluted sample was tested using automatic dilution on an alinity I processing module. The result was flagged for being below the limit of detection for the assay, therefore a result was unable to be calculated. The sample was treated with a heterophilic blocking reagent composed of specific binders which inactivate heterophilic antibodies. This testing generated a result of 40.3 pg/ml (40.3 ng/l). The difference between the initial testing result of 51.8 pg/ml (51.8 ng/l) and the heterophilic blocking testing result of 40.3 pg/ml (40.3 ng/l) can be suggestive of heterophilic interference.

Event description:
The customer observed elevated alinity I stat high sensitive troponin-I results generated on 3 alinity I processing modules for 63 year old male patient and provided the following data (customers reference: <26 ng/l): 14-nov-2022 generated on ai01257 = 275 (positive). 15-nov-2022 generated on ai02738 = 244 (positive). 27-dec-2022 generated on ai01328 = 257 (positive). 28-dec-2022 generated on ai02738 = 267 (positive). 05-jan-2023 generated on ai01257 = 204 (positive). 12-jan-2023 generated on ai01328 = 208 (positive). Sn (B)(6) used alinity I stat high sensitive troponin-I lot 44253ud00 & 42727ud00. Sn (B)(6) used alinity I stat high sensitive troponin-I lot 44253ud00 & 42727ud00. Sn (B)(6) used alinity I stat high sensitive troponin-I lot 44253ud00 & 43218ud00. The customer reported that the patient underwent a coronary angiography due to clinical presentation and elevated troponin results and was subsequently diagnosed with myocardial infarction without obstructive coronary artery disease. The patient was started on the following medications: aspirin, ticagrelor, statin, and enalapril. The patient also had a MRI of the heart, which was normal and did not show fibrosis or ischemia. It was noted that if the troponin results were not elevated, the interventions would not have taken place. On 12-jan-2023, the patient was transferred to another hospital and had a troponin-t generated on a roche analyzer, which generated a result of 15 ng/l (positive ¿ reference < 14 ng/l). It was reported that the patient¿s physician was questioning the alinity I stat high sensitive troponin-I results. The following clarifying information was received from the customer on 30 jan 2023: the patient was admitted on 14 nov 2022, and the coronary angiography was performed on 15 nov 2022. It was clarified that the medications the patient was started on occurred after admission and was due to the patient diagnosis. The MRI with IV gadolinium contrast was performed on 01 dec 2022 because there wasn't a cause of the myocardial infarct found during the coronary angiography. The customer reported that while all of the procedures and diagnostic imaging performed for the patient were impactful, no physical harm occurred. The customer communicated that the level of troponin -t (roche method) elevation was not as apparent and questions if the alinity I stat high sensitive troponin-I were falsely elevated for this patient given the values and persistent elevation. There was no further reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 08p13 has a similar product distributed in the us, list number 04z21. All available patient information was included. Additional patient details are not available. The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and scientific literature review. Additionally, in-house testing was completed. Return testing was not completed as returns were not yet available. The assessment of the monthly complaint trending reports identified elevations for some month, further analysis confirmed no unusual complaint activity. Device history record review did not identify any non-conformances or deviations with lot numbers 42727ud00, 43218ud00 and 44253ud00 and the complaint issue. The overall performance of alinity I stat high sensitive troponin-I was reviewed using field data from customers worldwide. Review shows that the median patient results for the lot numbers 42727ud00, 43218ud00 and 44253ud00 are within established limits and comparable with historical lots in the field, confirming no systemic issue for the lots. In-house accuracy testing was completed with complaint lot numbers 43218ud00 and 44253ud00. Testing showed that all specifications were met indicating that the lots are performing acceptably. Testing of lot 42727ud00 was not performed as this lot was expired. Labeling was reviewed and found to be adequate. A direct comparison should not be made between the alinity I stat high sensitive troponin-I assay and the roche troponin t assay. Due to differences in assays design both products do not generate necessarily the same results for the same specimens and discrepant results may occur. In this case both assays showed elevated results outside of the normal range. Review of the publication, gronowski, a. Et al., ¿cardiac troponin: what¿s the difference between t and I?¿. Lgm division newsletter, july,2015, volume 2, issue 1: page 1, states that ctnt is a different protein than ctni and actual mass concentrations in blood are generally much lower than those of ctni. Therefore, the numerical result from a ctnt assay cannot be directly compared to a ctni result. Ctni assays are not standardized and ctni results from one ctni method cannot be compared to another, because manufacturers use different antibodies that recognize different epitopes. The limitation of the procedure section of the alinity I stat high sensitive troponin instruction for use document lists several factors that can cause anomalous troponin values. These factors include interferences through hama antibodies and or heterophilic antibodies. Further specimens from individuals with pathologically high total protein may demonstrate anomalous values. Additional information may be required for diagnosis specimens from individuals with pathologically high total protein. Any condition resulting in myocardial injury can potentially increase cardiac troponin I levels. For mi diagnostic purposes, the alinity I stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. A single ctni result may not be sufficient to evaluate mi. Serial blood draws are recommended for evaluation of acute coronary syndrome (acs) patients. Based on our investigation, no systemic issue or deficiency with the alinity I stat high sensitive troponin-I reagent for lots 42727ud00, 43218ud00 and 44253ud00 was identified. MFR 3005094123-2023-00033-00 is for lot number 44253ud00. MFR 3005094123-2023-00034-00 is for lot number 43218ud00. MFR 3005094123-2023-00035-00 is for lot number 42727ud00.

Event description:
The customer observed elevated alinity I stat high sensitive troponin-I results generated on 3 alinity I processing modules for 63 year old male patient and provided the following data (customers reference: <26 ng/l): (B)(6) 2022, generated on (B)(4)= 275 (positive). (B)(6) 2022, generated on (B)(4)= 244 (positive). (B)(6) 2022, generated on (B)(4)= 257 (positive). (B)(6) 2022, generated on (B)(4)= 267 (positive). (B)(6) 2023, generated on (B)(4)= 204 (positive). (B)(6) 2023, generated on (B)(4)= 208 (positive). Sn (B)(4) used alinity I stat high sensitive troponin-I lot 44253ud00 & 42727ud00. Sn (B)(4) used alinity I stat high sensitive troponin-I lot 44253ud00 & 42727ud00. Sn (B)(4) used alinity I stat high sensitive troponin-I lot 44253ud00 & 43218ud00. The customer reported that the patient underwent a coronary angiography due to clinical presentation and elevated troponin results and was subsequently diagnosed with myocardial infarction without obstructive coronary artery disease. The patient was started on the following medications: aspirin, ticagrelor, statin, and enalapril. The patient also had a MRI of the heart, which was normal and did not show fibrosis or ischemia. It was noted that if the troponin results were not elevated, the interventions would not have taken place. On (B)(6) 2023, the patient was transferred to another hospital and had a troponin-t generated on a roche analyzer, which generated a result of 15 ng/l (positive ¿ reference < 14 ng/l). It was reported that the patient¿s physician was questioning the alinity I stat high sensitive troponin-I results. The following clarifying information was received from the customer on 30 jan 2023: the patient was admitted on (B)(6) 2022, and the coronary angiography was performed on (B)(6) 2022. It was clarified that the medications the patient was started on occurred after admission and was due to the patient diagnosis. The MRI with IV gadolinium contrast was performed on (B)(6) 2022 because there wasn't a cause of the myocardial infarct found during the coronary angiography. The customer reported that while all of the procedures and diagnostic imaging performed for the patient were impactful, no physical harm occurred. The customer communicated that the level of troponin -t (roche method) elevation was not as apparent and questions if the alinity I stat high sensitive troponin-I were falsely elevated for this patient given the values and persistent elevation. There was no further reported impact to patient management.